Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt had her device explanted in (B)(6) 2010. Pt stated she had "issues" and hcp did a CT myelogram and found one of the leads was compressed against her spinal cord. There was a growth between the lead and the spinal cord so the hcp explanted the device. Add'l info has been requested and if rec'd a f/u report will be sent.